Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l5 to s1. Reportedly, rhbmp-2 collagen sponge was applied from a posterior approach and was placed outside a cage (i.e., in the posterolateral elements). Post-op complications: increasing and chronic low back pain, with radiating pain to his right leg, weakness in his legs, sleep disturbance, and difficulty in sitting, standing and walking for extended periods. These serious injuries prevent patient from practicing and enjoying daily life activities.

Event description:
It was reported that on (B)(6) 2011: the patient underwent posterior lumbar laminectomy and fusion at l5-s1 using rh-bmp2/acs.